Event description:
It was reported that diagnostic testing during office visit resulted in high lead impedance, suggesting a possible device malfunction. The pt did not exhibit any clinical symptoms. Assessment of x-rays by the treating physician indicated a lead discontinuity 4 cm from the lead pin tip, which is the most likely root cause for the high impedance event. Revision surgery is likely.

Manufacturer narrative:
H6. X-rays were reviewed by the treating physician. Review of x-rays by the treating physician revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
Review of device history records. (B)(4). Review of the lead device history records confirmed all quality tests were passed prior to distribution

Event description:
The surgeon¿s office reported that the patient had lead replacement on (B)(6) 2006. The operating nurse lead did not take the lead after surgery, and the surgeon's nurse did not know the disposition of the explanted lead at that time. Recent attempts for product return have been unsuccessful, as the hospital only holds explanted devices for two weeks and then discards the products. Therefore, product analysis cannot be completed. Upon review of the vns programming history database, it was revealed that high impedance was detected on (B)(6) 2006. The generator was replaced on (B)(6) 2006, and lead impedance was subsequently within normal limits upon performing diagnostic testing. Therefore, this provides evidence that the generator and lead were both replaced on (B)(6) 2006 rather than (B)(6) 2006. Attempts for additional information have been unsuccessful to date.